Event description:
It was reported by the rep that when the device was used during an unknown procedure, an incomplete staple line was encountered. The case was completed with sutures. There was no consequence to patient.